Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that part of the touch screen was black and blocked graphics and text. Customer's blood glucose was 203 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available as well.